Event description:
It was reported that the customer had a past hospitalization and had high blood glucose levels in the 400-500 mg/dl range because he had chicken pox. Customer stated that there was a 911 call for their high blood glucose levels. Customer was kept until about 6 and then the customer was allowed to go home. Customer was wearing the pump at the time of the 911 call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.